Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from germany of recurrent cloudy effluent in a patient, coincident with extraneal viaflex and physioneal unknown bag therapy for peritoneal dialysis. It was not reported if extraneal or physioneal therapies were ongoing. On (B)(6) 2012, the physician stated that the patient experienced a cloudy effluent each time after dwell with extraneal; no cloudy effluent was noted with physioneal therapy. The patient was treated with vancomycin and gentamycin (unspecified doses and frequencies).